Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) failed to autofill while on patient. Users swapped out console to continue treatment without issue. There was no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse identified ¿fill fail - pressure solenoid fail¿ in the device logs. They narrowed down the issue to the drive manifold. Drive manifold was replaced, and pressure and vacuum transducers were replaced as a precaution. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.